Event description:
The following event was reported by the resident of the hospital: "fracture of the head 7 years after implantation, revision was necessary."

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding alleged crack/fracture involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: there were four (4) large fragments, five (5) medium sized fragments and eight (8) small fragments returned. These fragments comprised approximately 90% of the original femoral head. A material analysis report concluded that: there was no evidence of manufacturing or material defects observed on the returned alumina head. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as insufficient information was received. Further information such as operative reports, patient history and follow-up notes are needed to investigate this event further.

Event description:
The following event was reported by the resident of the hospital: "fracture of the head 7 years after implantation, revision was necessary."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.